Event description:
In this event a doctor reported that a promark endo motor would adjust the torque value to a lower range during use, possibly causing two files to separate; the outcome of this event is unknown as of this MDR evaluation.

Manufacturer narrative:
Because evaluation of the unit involved is not complete as of this report and since this issue could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to have corrupted software. The software was updated and the unit operated within specification. The repaired unit was returned to the customer.